Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's mother reported that her faced insulin flow blockage and the pump was suspended for two times today which led to high blood glucose level of 32.2 mmol/l and the patient felt sick. The parents were concerned as the patient had ketone level due to this issue. Further, they changed the infusion set which resolved the issue. Currently, the patient's blood glucose level was 26.6 mmol/l. No further information available.